Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair by quality engineering it was determined that the reported condition was confirmed. It was also determined that the piece of the cutter was broken off below the laser marking preventing identification of the returned cutter. The assignable root cause was determined to be due to excessive lateral side to side force due to improper handling from user error. Brand name was unknown. Catalog number and lot number are unknown. Concomitant med products: motor device, attachment device. 510(k) number was unknown. Device manufacture date was unknown.

Event description:
It was reported that the motor device had an unknown malfunction. Upon receipt of the device, it was observed that an attachment device and a fragment of a cuter device was stuck to it. During an in-house engineering evaluation, it was determined that the piece of broken cutter device was found in the locking mechanism assembly of the motor device, preventing the lock tabs from accepting cutters. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.